Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm on an (B)(6) female pt is sudden cardiac arrest, the device displayed an "analyze halted" message. Complainant indicated that the clinician changed electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.